Manufacturer narrative:
Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, inflammation, discomfort, difficulty ambulating, and large amounts of toxic cobalt chromium metal ion particles to be released into the surrounding tissues. Coding has been updated and the femoral stem has been added.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - 7/25/16 pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
**Update received 3/14/17. The sales rep has reported the revision surgery. Patient was revised to address fears of eleveted ion levels. Labs confirmed that the patient did not have elevated levels.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 12, 2017: legal medical records received. After review of the medical records for the MDR reportability, in addition to what was previously reported, revision notes report fibrotic, adherent fascia. Lab reports for metal ions were below 7 ug/l. This complaint was updated on oct 2, 2017.

Manufacturer narrative:
UDI: (B)(4).